Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: " are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. Was there any delay of treatment due to the issue? (Go to question #3) no if patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. There are fluctuations and discrepancies on the absolute counts performed on assay ud."

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: "1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.): yes. 2. Was there any delay of treatment due to the issue? (Go to question #3): no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required): no. There are fluctuations and discrepancies on the absolute counts performed on assay ud."

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 14apr2021 to date 14apr2022. ¿ complaint trend: there are (B)(4) complaints related to the issue of erroneous results. Date range from 14apr2021 to date 14apr2022. ¿ manufacturing device history record (DHR) review: DHR part #659180, serial # (B)(6), file # (B)(6)., was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to misaligned optics. The customer had initially reported that they were observing fluctuations and discrepancies on the absolute counts performed on assay ud. An fse (field service engineer) was sent onsite for the repair and started by performing tests on the instrument to evaluate its status. The instrument appeared to be within specifications aside from the cv of the fsc. The fse then optimized the optical alignment, performed cqc and pqc tests, and created lw/lnw reference settings. After the repairs, the instrument was confirmed by the fse and the customer to be functioning as expected. No parts were requested for evaluation as there were no replaced parts. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 11jun2019. Defective part number: n/a. Work order notes: o subject / reported: 659180 - facslyric 3l10c instrument - absolute count discrepancies. O problem description: there are fluctuations and discrepancies on the absolute counts performed on assay ud. O work performed: 22/04/2022: before carrying out any intervention, a qualification of the instrument is performed to evaluate its status: all the tests have passed successfully, with the exception of the cv of the fsc out of specification (cs&t beads lot. 1215683 exp. Date 30/06 / 2023). Optimization of the optical alignment is carried out with positioning in home of all 3 laser engines. Furthermore, new cqc, pqc (cs&t beads lot. 1215683 exp. Date 30/06/2023) and create lw / lnw reference setting (7color kit lot. 1294718 exp.date 31/08/2023 - 5color kit lot. 1348401 exp are performed) . Date 04/20/2023 - 2 color kit lot. 1008628 exp. Date 06/30/2022). Proper functioning verified: the instrument performs within the expected specifications and is ready to perform the routine without restrictions. Acquired some samples and the absolute counts fall within the maximum ranges dictated by the customer. Wait a few days of use before closing the call. 27/04/2022: the client confirms that the results of the absolute counts fall within the established ranges. O cause: optical misalignment fsc. O solution: pre visit: - flow rate: pass ((B)(4).) - cqc e pqc: pass with notification or warning, - checked linearity min and max, sensitivity, qr, br, electronic noise and cvs: only cv fcs parameter out of specifications (lot. 1215683 exp. Date 30/06/2023). - laser power: pass (b: 20,51mw - r: 44,37mw - v: 44,31mw). - abort count pass (0,034). - laser delay: pass (normal 35,80). - asf: pass (b: 0,95 - r: 0,86 - v: 0,87). - sov: pass. Post alignment: - flow rate: pass ((B)(4).) - cqc e pqc: pass with notification or warning, - checked linearity min and max, sensitivity, qr, br, electronic noise and cvs: pass. - laser power: pass (b: 20,51mw - r: 44,36mw - v: 44,30mw). - abort count pass (0,000). - laser delay: pass (normal 34,68 - hs 68,75). - asf: pass (b: 0,96 - r: 0,94 - v: 0,88). ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # (B)(4)., rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes / no. O azure ID: (B)(4). O ID: libiv d-ra395 3.1.1 19. O reg status: ivd; ruo. O hazard: loss sample and time. O cause: laser out of alignment. Laser beam drifted from the sample stream. User noticed peaks widen. O harmful effects: incorrect result. O risk control: daily pqc will detect the laser out of alignment. Facsuite clinical software or the facsuite software shall allow the user to perform laser alignment, when %rcv acceptance criteria are not met. O req link (azure ID): 92215 fs11did-7127 autolaser alignment, 92216 fs11did-7131 autolaser alignment. O implementation verification: libivd-15-04p. O effectiveness verification: libivd-15-04f. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes / no. ¿ root cause: based on the investigation results the root cause of the erroneous results was due to misaligned optics. ¿ conclusion: based on the investigation results the root cause of the erroneous results was due to misaligned optics. The fse tested the instrument and found that found that only the cv fsc parameter was out of specifications. The fse aligned the optics, performed cqc and pqc tests, and created lw/lnw reference settings. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h.10.